Event description:
As reported by patient via ansm report (B)(4). Date of occurrence: (B)(6) 2021 period of occurrence: since this operation description of the incident: following surgery and the fitting of 2 anti-hernia meshes (bard soft mesh device 1 and device 2) I have had several incidents, namely: testicle turning blue and development of a varicocele, intestinal problems, chronic abdominal and testicular pain, all of which also caused psychological problems requiring follow-up. Comments to date, despite the various treatments, there has been no improvement, which is causing physical and psychological pain and compromises my professional future. Current condition of the patient: testicle has turned blue and varicocele has developed, intestinal problems, chronic abdominal and testicular pain, all of which have also caused psychological problems requiring follow-up. To date, I still have varicocele, which continues to develop, chronic abdominal and testicular pain, and psychological disorders requiring follow-up. (I am being treated at the pain centre by various specialists, as well as a physiotherapist, psychiatrist and psychologist). Actions taken in the care establishment to manage the patient: nr this MDR represents bard soft mesh (device 2).

Manufacturer narrative:
As reported, patient alleges multiple adverse outcomes following the implant of two bard soft meshes. Patient alleges the development of varicocele, intestinal problems, chronic abdominal/testicular pain and psychological problems. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the bard soft mesh (device 2). An additional MDR was submitted to represent the bard soft mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.